Manufacturer narrative:
Evaluation of the returned indigo system separator 8 (sep8) confirmed that the separator wire distal to the bulb was fractured. If the device is repeatedly manipulated against resistance during use, the wire distal to the bulb may fracture. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed kinks on the proximal end of the pusher wire. Based on the location of the damage, this may have occurred during manipulation against resistance. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the common iliac vein using an indigo system separator 8 (sep8) and an indigo system aspiration catheter 8 (cat8). During the procedure, the physician observed under fluoroscopy imaging that the wire distal to the bulb of the sep8 had fractured inside the target vessel. The physician used a snare device to remove the wire of the sep8 from the patient. The procedure was completed using a thrombolytic catheter and the same cat8. There was no report of an adverse effect to the patient.